Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the temporary patient was still showing as active. A technical support specialist (tss) verified on the server that the specified patient was not present and did not have a patient identifier (ID) or visit ID. No communication was received from the customer despite multiple follow up attempts.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es temporary patient was shown as active, there was a downtime when they created the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es temporary patient was shown as active, there was a downtime when they created the patient. However, there were no delays or adverse events or injuries reported based on this event.